Event description:
It was reported during a device change out procedure lead insulation abrasion and blood in lumen were observed. Externalized conductors were confirmed via diagnostic imaging. The lead was extracted and replaced successfully. The patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.